Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery. During the procedure there was no fluid in the system and a hole was identified in the cylinder by squirting fluid into the cylinder. The patient did not experience further adverse events and had a positive outcome following the procedure.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) leading to a replacement surgery. During the procedure there was no fluid in the system due to holes in the tubing and cylinder identified by squirting fluid into the cylinder. The patient did not experience further adverse events and had a positive outcome following the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned components underwent a thorough analysis. The pump was visually and microscopically examined, and underwent leak and functional testing. The pump passed all tests performed. The reservoir, which was visually and microscopically inspected and leak tested, passed all testing. The cylinders were visually and microscopically inspected and underwent leak tested. The first cylinder tested had a leak due to wear at a fold in the proximal cylinder body. Due to this leak, the cylinder was not pressure tested. The second cylinder passed all tests performed, including pressure testing. The identified fluid leak in the first cylinder is the probable cause of the reported mechanical issue and inflation issue, as the device would not be functional after the system fluid was lost.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) leading to a replacement surgery. During the procedure there was no fluid in the system due to holes in the tubing and cylinder identified by squirting fluid into the cylinder. The patient did not experience further adverse events and had a positive outcome following the procedure.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported inflation issues, fluid loss and holes in the tubing and cylinder cannot be established as the product is not available for analysis. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.